Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered coronary artery occlusion during the index procedure. The patient was enrolled in the (B)(4) study due to a positive functional test for ischemia. This is a (B)(6) male with medical history including positive functional study for ischemia, previous pci (B)(6) 1997, vessel previously revascularized 1997, hyperlipidemia, hypertension, myocardial infarction, diabetes mellitus type I. The patient had an 80%, de novo lesion in the mid right coronary artery (rca). The lesion was 19mm in length and the vessel was 2.5mm in diameter. The lesion was pre-dilated and a 3.5 x 33mm cypher stent was implanted at 18atm. Seven days post index procedure, the patient had a staged procedure to treat the left anterior descending (lad) artery. The lesion in the proximal lad was 20mm in length and the vessel was 2.0mm in diameter. The lesion was treated with a 3.0 x 18mm cypher stent, at 10atm, and a side branch occlusion was noted in the first diagonal branch. There was a snow plow effect after the stent was placed and it was treated with balloon angioplasty. The lesion in the mid lad was 24mm in length and the vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 13mm cypher stent and a 2.75 x 13mm cypher stent. The lesion in the distal lad was 10mm in length and the vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 18mm cypher stent. The patient's enzymes were not noted to be elevated pre, or post procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15282757 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15282757. Cypher pre sterile otw 3.0x18 lot 15282772 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Coronary artery occlusion due to [plaque shift is a known potential adverse event associated with cypher, and all coronary stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. A 2.5 x 20mm sprinter balloon was used during the index procedure.

Event description:
The patient was enrolled in the (B)(4) study due to a positive functional test for ischemia. The patient had an 80%, de novo lesion in the mid right coronary artery (rca). The lesion was 19mm in length and the vessel was 2.5mm in diameter. The lesion was pre-dilated and a 3.5 x 33mm cypher stent was implanted at 18atm. Seven days post index procedure, the patient had a staged procedure to treat the left anterior descending (lad) artery. The lesion in the proximal lad was 20mm in length and the vessel was 2.0mm in diameter. The lesion was treated with a 3.0 x 18mm cypher stent, at 10atm, and a side branch occlusion was noted in the first diagonal branch. There was a snow plow effect after the stent was placed and it was treated with balloon angioplasty. The lesion in the mid lad was 24mm in length and the vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 13mm cypher stent and a 2.75 x 13mm cypher stent. The lesion in the distal lad was 10mm in length and the vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 18mm cypher stent. The patient's enzymes were not noted to be elevated pre, or post procedure.